Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that there was no electrical signal on the ablation catheter. The poles were defective. The issue was solved by changing catheter. No patient complications were reported and the patient's current condition is okay. However, returned product analysis revealed a lifted electrode. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). During the as received visual inspection, the glue on ring electrode e4 was found lifting. Upon detailed inspection with a microscope, however, there was no missing glue. Dried blood was present under the glue. In addition, the distal tubing shaft was found flattened in two locations. The catheter's electrical connector verified normal during visual inspection. All electrode resistance values verified normal. The catheter's shaft was also manipulated during electrical resistance testing. Electrode resistance values were within specifications. No electrical open was found. Thermocouple was within specification. The catheter passed the thermocouple response test. However, the catheter failed the electrical short testing. The tip, ring electrodes, thermocouple and thermocouple ground (gnd) were all shorting to each other. The catheter passed the rf ablation testing. During the functional curve check, both the right and left steering curves met the specification, as both right and left curves verified normal. An 8.5f sheath was submerge in a 37°c bath and flushed with saline during testing. The catheter was inserted into and withdrawn 5 times from the 8.5f sheath. No excessive resistance was felt during the test. The distal tubing shaft was then dissected partially where the flattened tubing was located. The electrical wires were found intact and not twisted. Further dissection of the distal section found that the cooling lumen was sitting side-by-side with the steering assembly. In addition, fluid was present inside the distal assembly. The steering assembly was then dissected and dried blood was found inside. The fluid/blood getting inside the catheter because of the lifting glue was the cause of the short circuit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).